Event description:
It was reported that the patient developed pacemaker induced cardiomyopathy post implant of the leadless ipg. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.